Event description:
It was reported that occlusion alarms occurred. Customer declined troubleshooting from tandem technical support. Reportedly the customer is reusing insulin. Tandem clinical support informed customer that reusing insulin, is off label per the user guide. There was no reported adverse impact to customers blood glucose (bg) level. Ultimately, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.